Event description:
It was reported the patient was diagnosed with postmenopausal bleeding and cervical neoplasm and was admitted to the hospital for a procedure. During a therapeutic hysteroscopy procedure, the high-frequency resection electrode fractured when the damaged tissue of the cervix was removed by electrocautery. The high-frequency resection electrode was immediately removed, and a one-fifth electrode loop defect was found. A new high-frequency resection electrode was replaced, and the uterine cavity, cervical canal, vagina and outside the body were carefully searched for the chipped electrode loop. The procedure was successfully completed. There were no reports of further patient harm. Additional information has been requested but not available at this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected field: d7a. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.